Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The "a" bellows block was replaced to resolve the reported issue.

Event description:
The hospital reported that in automatic mode, the bellows will not move. There was no report of patient involvement.